Event description:
Procedure: prostatectomy. According to the reporter: there was a little piece of the seal that fell off from the trocar when inserting a clip applier. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, nothing fell into cavity, no reinforcement material used. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).